Event description:
Blood systems lab reported that one of their summits improperly dispensed conjugate and did not generate an error code. No death or serious injury was associated with this incident.